Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose was unknown at the time of the incident. The customer did not troubleshoot. The device will be replaced and customer will send the product back for analysis.

Manufacturer narrative:
Findings: pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unit was received with cracked reservoir tube lip.